Event description:
Impactor broke causing extension of surgical procedure.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Through previous investigations and product trending, it is determined that the failure is likely related to design. Design improvements were established on june 07, 2005, adding a weld requirement to the handle to make this item more robust. There have been no reports at this time for this issue against lots manufactured after these improvements. Further corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.